Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the display screen would not power on. The device's lcd screen was replaced to address the issue. A failure of the device to charge its internal battery was observed. The device's power management board was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported a failure of the power management board. The power management board was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation, the root cause of the power management board failing was due to a cracked ferrite (e2). The lcd screen was also returned to the manufacturer's quality assurance laboratory for further investigation. The lcd screen was found to be physically damaged.